Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: I was involved in a procedure yesterday where a lunderquist wire would not allow any catheters to be advanced. It seemed there was an area of friction. The wire was thrown out and unrecoverable. An extra wire had to be opened. Multiple glide catheters were tried and a regular catheter and pigtail catheter were tried. Patient outcome: no harm came to the patient.